Event description:
The incisions associated with the implantable neurostimulator system kept popping open. Stimulation therapy was no longer helping with the pt's headaches. The stimulation system was removed 2 months after implant.

Manufacturer narrative:
(B)(4).